Event description:
Lot#20015126, a pt expired post conversion on 8/25/2000. Access, via right side, was very difficult; the physician used a total of three sheaths to gain access to the pt's vasculature. The device was inserted and a wire wrap was resolved ex-vivo. The surgeon reinserted the device and attempted to retract the jacket unsuccesfully; the surgeon could not completely retract the device into the sheath, and decided to remove the sheath and device together, however neither could be removed. The pt's blood pressure began to drop; an intra-op angio showed extravasation of blood into the retroperitoneum. During the attempt to retract the sheath and the device, the exposed superior attachment hooks punctured the external right iliac artery, causing internal bleeding into the retroperitoneum. The pt arrested and was resuscitated with subsequent administration of packed cells and volume expanders. The open repair procedure was completed. The pt exhibited coagulopathy at mid-procedure. There were difficulties with excess oozing from the anastomoses. During the open repair, the surgeon noticed very friable vessels, not appreciated in the preoperative tests. At completion of the surgery, the pt was transferred to the ICU were pt arrested and was resuscitated. The pt passed away in the ICU later.